Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that the sheath and coil were separated at the burr housing strain relief. Testing was performed using a test burr catheter, as the returned burr catheter was not able to be tested due to the damages. The returned advancer was connected to the rotapro console control system. When the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Product analysis could not confirm the reported events, as the device was able to reach and maintain optimal rpm with no resistance or issues using a test burr catheter. Clinical circumstances were not able to be replicated.

Event description:
It was reported that the burr got stuck in the lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 1.5mm rotapro was applied to the lmt and then increased to size 2.0mm. The set rotation speed and actual speed was at 190,000 and was ablated twice. Normal cutting method was used during insertion. However, it was noted that the rota burr got stuck in the lesion. The advancer section was separated and inserted with a usual wire, and then the stuck burr was completely removed from the patient with a guide extension. After release, a 1.75mm rotapro was used to perform atherectomy. A 10mmx3.50mm wolverine cutting balloon was then selected for use. The lesion was reached, and inflation was performed, however, after deflation, it became stuck in the lesion. After forceful removal, the blade of the wolverine was rolled up and removed. The procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.

Event description:
It was reported that the burr got stuck in the lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 1.5mm rotapro was applied to the lmt and then increased to size 2.0mm. The set rotation speed and actual speed was at 190,000 and was ablated twice. Normal cutting method was used during insertion. However, it was noted that the rota burr got stuck in the lesion. The advancer section was separated and inserted with a usual wire, and then the stuck burr was completely removed from the patient with a guide extension. After release, a 1.75mm rotapro was used to perform atherectomy. A 10mmx3.50mm wolverine cutting balloon was then selected for use. The lesion was reached, and inflation was performed, however, after deflation, it became stuck in the lesion. After forceful removal, the blade of the wolverine was rolled up and removed. The procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.